Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the head nurse placed a PICC catheter in patient for chemotherapy of lymphoma. When pre-flushing the catheter to inspect for integrity, the nurse found a sand hole at the scale of 55 cm on the catheter body and then contacted the manufacturer, which instructed the clinician to retain the problematic catheter. A new catheter (7655405) was inserted successfully without causing any discomfort in the patient.

Event description:
It was reported that the head nurse placed a PICC catheter in patient for chemotherapy of lymphoma. When pre-flushing the catheter to inspect for integrity, the nurse found a sand hole at the scale of 55 cm on the catheter body and then contacted the manufacturer, which instructed the clinician to retain the problematic catheter. A new catheter (7655405) was inserted successfully without causing any discomfort in the patient.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. The stylet exhibited a bend near the between the 55cm and 56cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed near the 55cm depth marking. Tactile inspection of the sample revealed tensile weakness in the vicinity of the leak site. Microscopic inspection of the leak site revealed a small, diagonally aligned split. The split exhibited inward curving edges. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface revealed a longitudinally aligned scoring mark. The split was located within the scoring mark. The split characteristics and internal catheter wall features were consistent with damage caused by traumatic contact between the inlaid stylet and the catheter. Such damage can occur if the catheter is not flushed prior to stylet manipulation and if the catheter/stylet are pinched or constrained during manipulation.